Event description:
It was reported that the battery gauge was fluctuating and that the pump would shut off unexpectedly. Additionally, it was reported that the pump battery was depleting quickly and that the pump would ¿take[s] a little bit longer to charge¿. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow-up from tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.